Event description:
On (B)(6) 2012, the reporter contacted animas for assistance with an alarm, and during troubleshooting it was noted that some boluses may not be showing in the pump histories. . This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 01/31/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the bolus history revealed on (B)(4) 2012 at 01:00, only 1.0 unit of a 13.00 unit bolus was delivered due to the occurrence of an occlusion alarm. This was followed by four "cannula" boluses. Cannula boluses do not record in the bolus history. The pump was exercised for 24 hours with no delivery issues. A 10 unit audio bolus and a 10 unit normal bolus were performed successfully and accurately recorded in the pump's history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.